Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was re-implanted in 2007 due to high impedances on several electrode channels and a significant drop in her performance.